Event description:
This is a report of a flo-gard device with a broken cable. This condition has the potential to cause an interruption of delivery. It is unknown when the reported condition occurred, however the reported condition occurred in the medicine ii area. There was no patient involvement, injury, or medical intervention. No additional information is available.

Manufacturer narrative:
The device was reported to be available for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a flo-gard infusion pump with a broken cable was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be physical damage to the power cord. The power cord was replaced to fix the reported condition.